Event description:
Per complaint (B)(4), a patient experienced an infection around their dental implant. The patient presented in-clinic with severe pain. An xray verified the infection. The implant was explanted, and the patient was grafted.